Event description:
It was reported by the user that the dexcom g7 continuous glucose monitor failed to pair to the ilet system, and the user was guided to toggle bluetooth, restart the device, and re-enter the g7 pairing code to restart the pairing process. Investigation included technical support troubleshooting and user re-education on pairing steps. Further investigation of this case revealed that the device pairing process could be re-initiated after device restart and re-entry of the sensor pairing code. Symptoms included no reported adverse clinical effects and no reported changes in blood glucose. Outcomes included no impact to health and no medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the event was attributable to a pairing failure between the cgm and the ilet that resolved with standard troubleshooting, with no patient injury.